Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds of the right ventricular (rv) lead significantly increased over the last year and became high. It was also reported that the rv lead pulled back from its original position and became dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.